Manufacturer narrative:
The complaint device was evaluated and it was found that when the device knob was tightened, the base was loose. The suction capabilities were not examined since this model does not possess suction capabilities. A review of the device history record for the reported device indicated that the stabilizer passed all applicable tests and inspections prior to release, including a mechanical test on the arm to determine displacement when force is applied to the arm. This is the first complaint that ascent has received for the stabilizer not locking in place.

Event description:
It was reported that during the procedure the cardiac stabilization device lost suction and the heart slipped off. There was no patient injury reported.